Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm90t0 serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 11-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding an external device. The reason for call was patient rep reported that they were always needing to charge because the communicator port is really loose and hard time charging up. Pt rep said the issue was getting worse and worse and they need to charge the communicator most of the time. Pt rep said the issue started a month or so ago. Agent sent a request to replace the communicator.